Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that during the procedure, the standard metal sound and dilator were used to dilate the cervix. Then the ablation device was inserted into the patient cavity. The device failed cavity integrity assessment twice. The doctor viewed the patient cavity via hysteroscope and verified a uterine perforation at the fundus. No additional details available.